Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: we used the device as a return line catheter to a patient during a peripheral access apheresis procedure. The flow rate was about 30ml/min (which includes the ¿return¿ blood flow from the apheresis machine plus a calcium gluconate infusion, which was connected to the additional port on the catheter). The issue was discovered when the patient raised his arm to show that there was blood running down his arm and the dressing to secure the IV site was saturated. The apheresis collection procedure was paused and the site was undressed and cleaned to assess where the blood was coming from. The catheter itself was in place and was not leaking from the venipuncture site but was noted trickling where the catheter connects to the wings.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution? Yes. D.9. Returned to manufacturer on: 04-oct-2022 h.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 1041999. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted to aid in our investigation , unfortunately due to the current customs law in china, used medical devices cannot be imported to the facility of manufacture. To mitigate the affect this has on our investigation, high resolution magnified photographs were taken of the device and submitted to our engineers for review. Our engineers were not able to identify any characteristic damage or deformities on the surface of the device that would contributed to the reported leakage. Additionally, functional testing was performed on the retention samples for the affected lot. Test results indicate that the retained devices were free of any nonconformance and operated within product parameters. Unfortunately without the ability to observe or replicate the reported non-conformance our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: we used the device as a return line catheter to a patient during a peripheral access apheresis procedure. The flow rate was about 30ml/min (which includes the ¿return¿ blood flow from the apheresis machine plus a calcium gluconate infusion, which was connected to the additional port on the catheter). The issue was discovered when the patient raised his arm to show that there was blood running down his arm and the dressing to secure the IV site was saturated. The apheresis collection procedure was paused and the site was undressed and cleaned to assess where the blood was coming from. The catheter itself was in place and was not leaking from the venipuncture site but was noted trickling where the catheter connects to the wings.